Manufacturer narrative:
Office contact information: (B)(4) patient information was requested and partial patient information was provided.

Event description:
The customer reported ventilation modes cannot be changed due to an unresponsive touch screen. The customer reported there was patient involvement with no harm to the patient.